Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse replaced the ippc and hard disk. After replacement of the ippc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was not booting up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and found issue on ippc. Replaced the ippc to resolve it. Tested and handed over the unit in working condition.